Manufacturer narrative:
No additional documentation is available for this case. This chair however, was affected by the q7 backrest bracket recall initiated by sunrise medical on 7/5/2016 and addressed in CAPA (B)(4). Although this complaint is for the screws and not the backrest brackets, attempts were made by (B)(4) to locate this end user, however unsuccessful. Sunrise medical is unable to determine what the root cause for the hardware failure is since no parts were returned for evaluation and no record was found of any repairs done to the chair. This electronic MDR is being submitted to FDA following a retrospective review of complaints conducted by sunrise medical, inc. As part of a corrective and preventive action discussed with FDA in response to an inspectional observation. The review required a documented reassessment of each complaint for reportability under 21 cfr part 803. As a result of the assessment, this event was identified as meeting the regulatory reporting criteria in the company's current MDR procedure, and is being submitted to FDA out of an abundance of caution and compliance to aid in providing FDA with up-to-date information.

Event description:
Per (B)(6) from our legal department, states end user alleges the screws that hold the backrest on the chair failed causing injury to his head and shoulder.